Manufacturer narrative:
Medwatch report # mw5146894 was received.

Event description:
It was reported that a patient's abbott pacemaker was explanted due to an infection. The patient condition was unknown.